Event description:
The surgeon implanted a collamer lens model cc4204bf, and the haptic tore during implantation. The lens was implanted and removed without pt injury. An sfc-25 cartridge was used during surgery and the lot number was not specified by the facility. The model and lot numbers of the injector were not specified by the facility.